Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors confirmed via fluoroscopy. The patient presented in the or yesterday for a generator change due to normal eri. The physician elected to ontinue using the rv lead with the replacement ICD, and dft testing was successful. The patient will continue to be monitored.